Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays, device identification and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Partial knee was revised to a tka. Patient complained of pain and a loose tibial component was dx.